Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject products.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that his onetouch verio iq meter was prompting an error 1 message. Per the onetouch verio iq product manual this message prompts when there is a problem with the meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 1 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.